Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead (distal portion) was returned in one piece. Additional findings unrelated to the reported event found internal insulations abrasion breaching the rv cable lumen at 7.4cm to 7.7cm from the distal tip and external insulation abrasion due friction to another device or feature of the heart was noted breaching empty cable lumen at 6.7cm to 6.8cm from the distal tip. The etfe cable coating cables was not abraded in the locations of the internal insulation abrasion.

Event description:
Additional information received indicated that the high defibrillation impedance on the patient's right ventricular (rv) lead was discovered remotely. The patient was asymptomatic. The rv lead was explanted and replaced successfully. The patient was stable throughout the procedure.

Event description:
It was noted that the right ventricular (rv) lead had high defibrillation impedance. Further information was requested but not received.